Event description:
It was reported that (1) device was used during an esophagectomy. It was reported by the affiliate that the pmr35 instrument clip malformed. Another instrument was used to complete the case. There was no consequence to the pt.